Event description:
Additional information was received indicating that during the valve procedure, the initial attempted valve ((B)(6)) was recaptured too many times. The valve and delivery catheter system (dcs) were removed from the patient and a new dcs and valve ((B)(6)) were used for implantation. No adverse patient effects were reported. Additional information with the complete heart block that developed heart rates were reported in the 20-30 beats per minute range. The complete heart block was non-sustained. The patient was asymptomatic with the rhythm changes. The 1st degree atrioventricular block and complete heart block had resolved 4 days following onset. The patient was discharged this same date. The rhythm issues were reported as probably related to the transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {enveor-l-c}; product lot/serial number {(B)(6)}; product type: {delivery catheter system}; implant date {na}; explant date {na} product ID {enveor-l-c}; product lot/serial number {(B)(6)}; product type: {delivery catheter system}; implant date {na}; explant date {na} product ID {ls-enveor-2629-c}; product lot/serial number {(B)(6)}; product type: {compression loading system}; implant date {na}; explant date {na} product ID {evolutr-29-c}; product lot/serial number {(B)(6)}; product type: {delivery catheter system}; implant date {na}; explant date {na} updated data: a2, a5a, a5b, b2, b5, d4, d8, d10, g1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: select patient information cannot be included in the regulatory report due to privacy regulations. Device serial numbers were inadvertently submitted within b5 in a previous regulatory report and should be considered redacted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed first degree atrio-ventricular (av) block and no treatment was prescribed. Complete heart block (chb) developed and a permanent pacemaker was implanted five days post valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.